Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
While preparing a pod8 for a coil embolization procedure, the pod8 pusher assembly was inadvertently bent. The damage to the pod8 occurred prior to use and, therefore, the pod8 was no used in the procedure. The procedure was completed using another pod8.